Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: it was reported the syringes leaked between the plunger and the barrel when filled with water after aging at 60 degrees celsius. To aid in the investigation, three samples were received for evaluation by our quality team. The samples came with no packaging blister and the rubber stopper all the way down. A visual inspection was performed and no defects or imperfections were observed. These samples are not representative of our normal products since they were exposed to special aging therefore no additional evaluations were performed. A device history record review was completed for provided material number 301035, lot number 0079577. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with no unaged returned sample to investigate the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: we will continue monitoring the complaint trend for this product and symptom. This is off label use. It is recommended that marketing communicates to the customer the product specifications and proper product use.

Event description:
It was reported that 6 bd¿ luer-lok syringes 60 ml experienced leakage. The following information was provided by the initial reporter: material no.: 301035 batch no.: unknown we recently aged some of the syringes and they started to leak between the plunger and the barrel when filled with water. We are trying to understand if this was due to the aging that it went through.